Event description:
It was reported that the device displayed early elective replacement indicator (eri) due to high output on the left ventricular (lv) lead. The lv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field, there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
This device was returned after 32.4 months of service due to no output and no telemetry. The device had reached elective replacement indicator (eri). Analysis determined that the device lost telemetry and functionality due to battery depletion. The device was fully functional and operated under normal current drain when powered with an external supply. The device was submitted to the tempe campus pal for inspection of the perimeter of the stacked chip scale package (scsp) component. Pal analysis confirmed the device to be functional with nominal current drain when powered with an external supply. No electrical failures were noted. No anomalies along the perimeter of the scsp were observed during optical inspection after removing all the surrounding components.